Manufacturer narrative:
It was reported that the no oxygen supply was caused by the customer. The customer was advised on the proper operation of the device. It was reported that the connection was loose. The connection was tightened by the customer. The patient has been discharged. The device meets specifications. The device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause was identified to be a user issue. The customer was advised on the proper operation of the device.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator was alarming no oxygen (o2) supply. It was reported that the event occurred during clinical use. There was no report of patient harm or injury as a result of the event.